Manufacturer narrative:
(B)(4). The customer report of a catheter extension line clamp functionality could not be confirmed by visual inspection of the customer supplied photo. The image shows an opened pinch clamp on the catheter body, however, full complaint verification testing to evaluate the functionality of the clamp could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2025, the doctor feels that the quality of pinch clamp is poor, it is very loose during use on the patient. Involved 1 pc. Confirmed with the customer. The patient condition is fine. No harm for the patient. They changed a new one to resolve the issue. No medical intervention was required."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2025, the doctor feels that the quality of pinch clamp is poor, it is very loose during use on the patient. Involved 1 pc. Confirmed with the customer. The patient condition is fine. No harm for the patient. They changed a new one to resolve the issue. No medical intervention was required."